Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm valve was explanted at implant due to mild to moderate central regurgitation secondary to prolapse at the left coronary cusp. The explanted device was replaced with a 23mm bioprosthetic valve. Patient was reported in stable condition. The explanted device was discarded at site.

Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
.